Event description:
Pt reported that during an attempt to prime the device, the insulin did not drip out at open end of infusion set and insulin had backed up into insulin cartridge compartment. A 2nd attempt to prime was unsuccessful.